Event description:
It was reported that a dexcom g7 continuous glucose sensor failed to pair with the ilet, with a pairing failed alert observed and repeated unsuccessful attempts to re-enter the pairing code after toggling cgm settings and restarting the pump, indicating a communication failure associated with the antenna and electrical or magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet with intermittent communication failure implicating the antenna within the electrical and magnetic system. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.